Event description:
It was reported that at the incoming inspection facility for an international affilaite, at the incoming/labeling operation, found the following defect. Detail of the defect is no label. (Label on pouch illegible incorrect or letters/numbers missing. (Includes barcode error). At distribution center, not a hospital. The footwitch and packaging was not returned, only a photograph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After reviewing the photographs and the information received, the barcode label with identification was present on the box. The multi-lingual label was missing.